Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced bent cannula on (B)(6) 2024 and (B)(6) 2024. The blood glucose level of the patient at the time of issue was 340-412 mg/dl. Moreover, the issue occurred with three infusion set used for 8-20 hours and the site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01334 - device 2 of 3.